Event description:
The device does not turn on due to an optical switch issue. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.